Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding an erroneously depressed calcium (ca) result on one (1) patient sample obtained on an atellica ch 930 analyzer. Siemens is investigating the event.

Event description:
The customer reported to siemens one (1) erroneously depressed calcium (ca) patient sample result obtained on an atellica ch 930 analyzer. The erroneously depressed patient result was not reported to the physician. The same sample was reprocessed on an alternate atellica ch 930 analyzer. A higher result was obtained, considered correct and reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the erroneously depressed result with calcium (ca).

Manufacturer narrative:
Additional information (23-july-2025): siemens healthcare diagnostics service operations support (sos) team concluded the investigation of the event. A customer service engineer (cse) performed multiple service actions on the atellica ch 930 analyzer. No other discordant results were reported after these service actions. The cause of the event is unknown. A potential product issue was not identified. The customer is operational. The device is performing within specifications. No further evaluation is required. Section h6, has been updated to reflect the sos investigation. Initial MDR 2432235-2025-00170 was filed 25-june-2025.